Event description:
A customer reported an abo discrepancy on the galileo.

Manufacturer narrative:
A review of the image files for sample (B)(4). The sample was tested in wells (B)(4). The sample gave positive results in the anti-b well ((B)(4)). A service call was made. Pipette tip #2 was not dispensing properly due to the tip being damaged. Replaced pipette tip. Noticed contamination in the wash manifold, replaced the wash manifold. The customer tested an abo pq with acceptable results. The instrument was tested and is performing within specifications.